Event description:
During surgery on (B)(6) 2012, a mod hand 0.76mm drill bit broke off into the patient. The surgeon felt it would be more harmful to remove the fragment. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.